Manufacturer narrative:
Manufacture reference number; (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and reload. Visual inspection of the cartridge revealed that the reload was fully fired. No visual abnormalities were noted for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the powered handle, which powered up and began to make ticking sounds. Eventually the device was able to calibrate as expected and displayed a solid green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. The battery was removed. The battery was then reinserted into the handle and the device immediately powered up and calibrated as expected. A pmv adapter was inserted onto the handle and calibrated without issue. The returned reload was then loaded onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The jaws of the reload were closed and opened repeatedly without difficulty. The returned reload was then fired and was able to cycle without hesitation or binding after overriding the interlock. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. An enhancement has been implanted and monitored. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the jaws opened and closed during testing. When the surgeon approached the tissue to fire and pressed the blue button, the jaws could not close. The reload, adapter and battery were removed and reset. Then an abnormal sound was heard, and the instrument did not work at all. Another product was used to correct the case. The system did calibrate after it was reassembled. No reinforcement material was used. There was no patient involved. The operating time was not extended. The last known patient status is good.